Event description:
Health care professional reported higher than expected act results using a hemochron signature elite system. The patient was being monitored for anticoagulation during an undisclosed procedure. During the procedure the act+ test generated an out-of range high result. The test was repeated from the same sample, an expected act result was observed. The procedure was completed without incident. No adverse event(s) were reported.

Manufacturer narrative:
This MDR submitted on 01/27/2015 references itc complaint (B)(4). The cuvette lot number used with this instrument is unknown at this time.